Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). After a 3.5mm non bsc stent was deployed to the lesion, the 8mm x 3.75mm mr nc quantum apex¿ balloon catheter was advanced for post dilatation. The device was first inflated at unspecified atmospheres, however, on the second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).